Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550794, expiration date 12/31/2009). Reference medwatch report is for the suspect device used in system 2. Reference medwatch report with another patient ID isfor the suspect device used in system 3.

Event description:
Caller states patient reportedly received the following results on the inform system within 10 minutes: 117 mg/dl (inform system 2); 34 mg/dl (inform system 3); 36 mg/dl (inform system 1). The patient was treated with glucagon. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.